Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported it was clarified, is this event referring to the pusher being stuck in the instant detacher. The baseline lesion was a subarchnoid hemmorhage in the internal carotid artery. Vessel tortuosity was nomal. The patient is recovering good.

Manufacturer narrative:
E. Initial reporter information not reported due to region's privacy laws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that when the delivery wire was inserted into the product in order to detach the axium prime, it was trapped and could no longer be pulled out. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include an axium prime.

Manufacturer narrative:
H3: the axium prime coil distal assembly was separated and not returned. The proximal end was found to be kinked at actuator interface. No other anomalies were observed. One in-house axium coil was selected for testing with the instant detacher. No difficulty was experienced inserting the pushwire into the instant detacher, and the load indicator was not visible when the pushwire was fully seated within the instant detacher. The implant coil was successfully detached on the first attempt without issue. The instant detacher was returned with the broken proximal end of a pushwire stuck within the instant detacher cap. The instant detacher was taken apart to evaluate the components. Removing the cap revealed the most proximal end of pushwire was found to be kinked in multiple places. The broken pushwire was then removed from the pawl and anvil. The outer diameter (od) of the pushwire was measured to be 0.0160¿. All instant detacher components appeared to be normal. The cap inner diameter appeared to be damaged. The instant detacher cap inner diameter was unable to be measured. No other anomalies were observed. Based on the analysis, the customers report of ¿pusher stuck in instant detacher¿ was confirmed as axium prime pushwire was returned stuck within instant detacher. The root cause could not be determined. There was no non-conformance to specifications identified that led to the reported issue. Possible causes for failure are proximal tip of pusher is bent or damaged instant detacher. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.